Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced shadow in top left corner of light and blue/fiolet shadows. The patient also has halos around street lights and car lights .the shadow appears when it was dark around the eye. Additional information has been received that the patient was not hospitalized for the event.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).